Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to emergency room experiencing appropriate shocks due to ventricular fibrillation. Upon investigation, it was noted that the left ventricular lead exhibited loss of capture. A chest x-ray was performed and it was found that the lead has dislodged. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.